Manufacturer narrative:
This ipg serial number is associated with (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a scs system on (B)(6) 2009. It was reported that he feels an overstimulating sensation throughout his body when he leans forward. All impedances were found to be low. No pt info is available at this time.